Manufacturer narrative:
After battery installation, no blank display noted. However, unit displayed a critical pump error on the lcd screen due to moisture damage electronic assembly. Unable to perform the displacement, sleep current measurement, active current measurement and self tests due to the critical pump error.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer reported that the display was returned. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.